Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad trace. Unit had minor scratched display window, cracked case near display window corners, battery tube threads, and reservoir tube lip and reservoir tube.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The up and down arrow buttons stopped working. His blood glucose level was 160 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.